Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, d6b, g1, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "u/s and MRI documented rupture" of "textured implants." The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side "u/s and MRI documented rupture" of "textured implants."

Event description:
Healthcare professional reported right side "u/s and MRI documented rupture" of "textured implants." Device remains implanted.